Event description:
The customer reported that an 840 ventilator had an erratic display. No patient involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and recommended swapping the upper and lower lcd display or replacing the gui cpu to isolate the problem. Covidien was not authorized to service the device